Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the femoral artery was attempted using perclose proglide devices. Reportedly, the non-rail suture was pulled, which locked the knot from being advanced. The suture was removed and a second proglide device was attempted, but the same issue occurred; the non-rail suture was pulled, which locked the knot from being advanced. The suture was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. However, the entire suture containing the knot was not returned, which is an integral part of the investigation; therefore the reported difficulty positioning the knot could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection of the returned device, there is no indication of a product deficiency. It was reported that the non-rail suture was pulled, which locked the knot from being advanced. Therefore, the cause for the knot lock is due to user error. Per the proglide instructions for use, the rail suture limb is blue and is the suture limb that will be used to advance the knot. The non-rail suture limb is white. Therefore, the cause for the knot lock is due to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.